Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the implantation procedure performed on (B)(6) 2011, the physician tried to induce a ventricular fibrillation using shock on t-wave and 30hz pacing. He observed that the burst pacing duration was the half of the programmed duration. Finally, the burst pacing was programmed for 20s. Ten s after the pacing was started, the physician attempted to stop it by pressing several time the space key; however, pacing stopped 2s later. The burst induced the vf but it turned to slow-vt before the charging was completed. The physician asked why it took 2s to stop the burst pacing sequence after pressing the space key and why the burst pacing duration was half of the programmed one.